Event description:
While using this c1 on a patient, the c1 went into ambient mode. So the hospital staff replaced it with another ventilator. What do you think happened?

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:the issue in (B)(4) is deemed a reportable event since the malfunction 'termination of the breathmonitoring process' which logs different tfs and switches to ambient state during ventilation will cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator device was a software issue that sent the device into ambient state after 65535 autozero-runs. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to the patient or user. As the complaint (B)(4) was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. The allegation in (B)(4) was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to the issue in (B)(4)as it will be deemed a reportable event. Hamilton fm 653570 rev. Page 4 of 5 medical complaint investigation report (remediation) confidential complaint (B)(4).

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:the issue in cer 82847 is deemed a reportable event since the malfunction 'termination of the breathmonitoring process' which logs different tfs and switches to ambient state during ventilation will cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator device was a software issue that sent the device into ambient state after 65535 autozero-runs. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to the patient or user. As the complaint cer 82747 was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. The allegation in cer 82847 was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to the issue in cer 82847 as it will be deemed a reportable event. Hamilton fm 653570 rev. 00 page 4 of 5 medical complaint investigation report (remediation) confidential complaint nr. (B)(4). Hamilton medical ag complaint number: (B)(4). **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
While using this c1 on a patient, the c1 went into ambient mode. So the hospital staff replaced it with another ventilator. What do you think happened?